Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the programming history, it was observed that the generator was programmed to unintended settings on (B)(6) 2003 due to an interrupted diagnostics test. The physician noticed the change and reprogrammed most of the settings to intended settings, but the off time was not reprogrammed as intended after the reset. At the next visit on (B)(6) 2003, the off time was set back to intended settings.